Event description:
I had the essure implanted in 2011. About 2 years later, I was diagnosed with hypothyroidism, severe weight gain, excessive bleeding, and pain. In (B)(6) 2021, I came to know that essure was made from nickel, which I am allergic to. When essure was recommended by my doctor in 2011, he did not make me aware that it was made from nickel, even after stating on my medical history/records that I am allergic to nickel. I had to undergo a hysterectomy surgery in (B)(6) of 2021 to have the coils removed. Since then, I know longer have thyroid hormone issues, the pain has gone, and overall, my health is better. FDA safety report ID # (B)(4).